Event description:
A report was received that the patient had two ipgs which were not charging. The patient underwent a pocket revision wherein the ipgs were replaced. The patient was doing well post-operatively.

Event description:
A report was received that the patient had two ipgs which were not charging. The patient underwent a pocket revision wherein the ipgs were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Device exhibited normal charging and discharging characteristics. (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance, and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Device exhibited normal charging and discharging characteristics. During testing, it was determined that the analog integrated circuit had damage to the multiplexer located in the section that calculates impedance. This damage is unrelated to the complaint as it caused the impedance readings to register as low impedance, instead of high on open channels, and only slightly lower than normal on channels connected to a load.